Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operation room for an implant procedure. During the procedure, while using a catheter the patient experienced a pericardial effusion. The patient was stable during this procedure, so the decision was made to cap the lv port in the patient's device and attempt re-implantation of the lv lead at a future date. No further intervention was performed to treat the effusion. The patient was admitted to the critical care unit overnight for further observation and discharged the following day in stable condition.

Manufacturer narrative:
Correction - study should have been checked in the previous report.